Manufacturer narrative:
The device history review showed no related mfg issued and one similar complaint for this lot. The complaint was recorded an inconclusive as an incomplete sample was returned to the MFR for eval.